Event description:
The pt was revised because the tibia was cut in varus causing the pt to be unstable. Only the insert was removed which was worn to correct the instability.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence that would contribute to the reported event. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated.